Event description:
Per the clinic, the patient experienced poor performance, pain, swelling, redness, dizziness and heat sensation at the implant site. Subsequently, the device was explanted on (B)(6) 2024.

Manufacturer narrative:
Device analysis report attached.